Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also reported that the system undersensed a ventricular arrhythmia; tachycardia therapy was not delivered when required. The arrhythmia was self-terminating. There were no additional adverse effects reported. The system is not expected to be returned for analysis.